Event description:
Pt reported that they experienced unexplained high blood glucose levels that they were not able to bring down. Pt passed out and was taken to the hosp by emt's. Pt's blood glucose tested at 1,200 mg/dl at the hosp (they also had the flu at the time). Pt was treated at hosp with IV (content not specified) and insulin (administered via injection).